Event description:
It was observed during olympus' device inspection that the bronchovideoscope's connector plug unit was deformed which resulted in a noisy image. . There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the observed scope connector plug unit deformity that resulted in the noisy image was attributed to stress related issues, however, a definitive root cause could not be established.should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.